Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "disassociation's of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation. Thoroughly clean and dry tapers prior to attachment of modular components to avoid crevice corrosion and improper seating. All additional locking screws must be adequately tightened." (B)(4). Concomitant medical products: biomet glenosphere, catalog#: 115310, lot#: 529480; biomet humeral tray, catalog#: 115370, lot#: 648630; biomet mini humeral stem, catalog#: 113631, lot#: 253100; biomet humeral bearing, catalog#: xl-115363, lot#: 418390. Therapy date - (B)(6) 2016. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2016-04697 / 04698 / 04699).

Event description:
Legal counsel for the patient reported that the patient underwent a shoulder revision approximately 10 weeks post-implantation due to disassociation of the taper adaptor from the baseplate. This report is based on allegations set forth in plaintiffs complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The part was re-implanted in this procedure, and was not ultimately removed until (B)(6), 2016. Review of the complaint history determined that no further action(s) is/are required. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a shoulder revision approximately 10 weeks post-implantation due to disassociation of the taper adaptor from the baseplate. It is stated that during the revision, the items were removed, reimpacted, and reimplanted. No further information has been provided.